Event description:
The customer reported that during a laparoscopic hysterectomy, the device blade bent out of alignment when it was deployed and was sticking out away from the device jaws. There was no pt injury associated with this incident.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.